Manufacturer narrative:
There is no more information that could be obtained for this occurrence. Since the device was not returned but remains implanted in the patient this device was not able to be inspected. Since the lot number is not known for this device manufacturing records or like products could not be inspected.

Event description:
It was reported that one of the screws broke post operatively at the bottom of the posterior cervical fusion construct. It was reported that the screw broke just below the head. The original surgery (B)(6) took place 2017. There are no plans to revise this patient. This is the only information that is available at this time.